Event description:
It was reported that this ambicor penile prosthesis (app) was no longer functioning as intended, and the patient expressed dissatisfaction with the device. Fluid loss was reported. A surgical procedure was performed in which the device was removed and replaced. After explantation, the cylinders were found to be shredded. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this ambicor penile prosthesis (app) was no longer functioning as intended, and the patient expressed dissatisfaction with the device. Fluid loss was reported. A surgical procedure was performed in which the device was removed and replaced. After explantation, the cylinders were found to be shredded. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.